Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 in the auxiliary cabinet completely dead with no lights. A field service engineer (fse) performed ohm testing on the drawer controllers and identified drawer 4.2 as faulty. Replaced the controller, but there were still no lights on the pyxibus module, so the module was replaced. Additionally, multiple nicks were found on the pyxibus cable, which was also replaced. After completing the repairs, a full hardware test and application tests were successfully executed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.